Event description:
Event: conversion to standard open repair. Case details: the physician attempted to insert an expandable sheath through the patient but was unsuccessful. He then dilated the artery to 24mm but still unable to insert the sheath. Attempted to insert the delivery device bareback but was unsuccessful. In trying to insert an expandable sheath a second time, the external iliac artery rupture. The patient was converted to an open repair.